Event description:
Physician was using the allegiance marrow acqusition cradle contained within the custom bone marrow biopsy tray when the cradle broke and became lodged in the pt. He retrieved the broken section and an acceptable specimen for the lab. The pt did require a post-procedure x-ray to be sure there was no retained particle of the cradle. The x-ray was clear of retained material.